Event description:
Caller reported an alarm with the tandem mobi cartridge during the load process. There was no adverse impact to the customer's blood glucose level. Tandem¿s technical support confirmed the alarm and decided to replace the pump. The customer was instructed to place the current pump into storage mode before returning it and was informed about the process for receiving the replacement pump. Delivery will not require a signature, and the customer will use a pre-paid label to return the problematic pump. Customer acknowledged all instructions and plans to continue using the current pump until the replacement arrives.